Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing episodes; it appeared that the implantable cardioverter defibrillator exhibited myopotential oversensing. The device remained implanted. No patient symptoms were reported. No further information could be obtained.

Event description:
New information notes the patient would continue to be monitored.